Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the battery cap was worn out, it was hard to turn when removing and installing. Customer's blood glucose was unknown. Customer reported the device had a blank display when the customer was removing and installing the battery cap. After troubleshooting, customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.